Event description:
Complainant alleged that the clinicians were attending a pt with vital signs absent (vsa) and with unstable angina, and who was unresponsive. The clinicians performed CPR on the pt subsequent to the multi-function electrodes having been applied to the pt. The clinicians then administered one 200 joule shock to the pt. The electrode arced at the top of the pad and smoke was observed. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.